Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports congested sinuses, shortness of breath and inflammation. Md was seen and prescribed antibiotics, steroid nasal spray, oral steroids and has his sinuses flushed.